Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or reason for (B)(6) 2007 explant and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Explant of the device recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. This emdr represents the bard device implanted on (B)(6) 2007, device #2. An additional emdr was submitted to represent the bard device implanted on (B)(6) 2006, device #1. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, reference number 0010203, lot number 43cpd526 (device #1) implanted to repair a hernia defect. On (B)(6) 2007: the patient underwent surgery for repair of a recurrent incisional hernia and to remove the previous hernia mesh. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43jqd374 (device #2) was implanted to repair the hernia defect. On (B)(6) 2007: the patient underwent an additional surgery to remove the mesh. On (B)(6) 2007: the patient underwent an additional surgery to remove dense adhesions, repair a serosal tear and repair a recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective defendants' mesh products.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol (device #2) used to treat the patient. The patient's attorney did not allege a specific device failure or reason for (B)(6) 2007 explant and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Explant of the device recurrence and adhesions are known inherent risks of surgery and are listed in the instructions-for-use as possible complications. Addendum #1: this supplemental emdr is being sent to correct the date of manufacture for the ventralex device. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information provided, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 days post implant of ventralex mesh, patient was diagnosed with seroma, adhesions and abdominal pain thereby underwent repair with mesh explant. The instructions-for-use (IFU) supplied with the device list seroma as a possible complication. This supplemental emdr represents the mesh ¿ ventralex (device #2). An additional supplemental emdr was submitted to represent the mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient had a bard/davol oval composix kugel mesh, reference number 0010203, lot number 43cpd526 (device #1) implanted to repair a hernia defect. (B)(6) 2007: the patient underwent surgery for repair of a recurrent incisional hernia and to remove the previous hernia mesh. A bard/davol ventralex hernia patch mesh, reference number 0010301, lot number 43jqd374 (device #2) was implanted to repair the hernia defect. (B)(6) 2007: the patient underwent an additional surgery to remove the mesh. (B)(6) 2007: the patient underwent an additional surgery to remove dense adhesions, repair a serosal tear and repair a recurrent incisional hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective defendants' mesh products. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with incisional hernia at previous ileostomy site thereby underwent open repair with implant of composix kugel mesh (device #1). Per operative notes, ¿some incarcerated small bowel found within the hernia sac was reduced. The adhesions to the hernia area were removed. Then, a small circular composix kugel mesh (device #1) was placed in the abdomen, laid onto the bowel wall, and sutured.¿ (B)(6) 2006 - patient was diagnosed with some small internal hemorrhoids and diffuse diverticulosis during colonoscopy. (B)(6) 2007 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralex mesh (device #2) and explant of composix kugel mesh (device #1). Per operative notes, ¿dense adhesions of small bowel, colon, omentum, anterior abdominal wall and near hernia were taken down. Infected hernial mass was removed from the area. A very small hernia was found. A ventralex mesh (device #2) with the straps removed was placed into the abdomen, sewn to the anterior wall covering the defect and stapled in place. Fistula to the small bowel was taken down. The composix kugel mesh (device #1) was then removed.¿ (B)(6) 2007 - patient was diagnosed with abdominal distention and abdominal pain thereby underwent exploratory laparotomy with explant of ventralex mesh (device #2). Per operative notes, ¿lot of free fluid was found with clot was aspirated. Some small adhesions were taken down. There was no evidence for leak. The ventralex mesh (device #2) was removed, and defect was repaired with sutures.¿ (B)(6) 2007 - patient was diagnosed with right lower quadrant incisional hernia from a previous ileostomy and an epigastric hernia from a midline incision thereby underwent laparoscopic repair with implant of composix l/p meshes (device #3 & #4). Per operative notes, ¿lysis of adhesions was completed. Upon removing bowel and omentum from both epigastric and right lower quadrant hernia, two composix l/p meshes (device #3 & #4) were placed and secured against the abdominal wall with sutures and stapled in place.¿ attorney alleges that the patient had adhesions, infections, bowel obstruction, hernia recurrence, pain, emotional injuries and also had removal surgery.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the date of manufacture for the ventralex device. A review of the manufacturing records was conducted which found that the device provided was manufactured to specification. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.